Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was material remaining in the patient's shoulder.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: melted and left debris in patient's shoulder probable root cause: non-conforming component, poor assembly process, misuse.

Event description:
It was reported that there was material remaining in the patient's shoulder.